Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent and chronic pelvic pain") and migraine ("headaches/chronic headaches migraines") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use contraceptive before total occlusion confirmation". The patient's past medical history included delivery in 2009, cholecystectomy (infected) in 2006, limb operation (underarm cyst) in february 2008, multigravida, parity 3 ((B)(6) 1998, (B)(6) 2004, (B)(6) 2009) and recurrent abortion. Previously administered products included for an unreported indication: nuvaring from 2004 to (B)(6) 2008. Concurrent conditions included hernia (repair of hernia) since february 2014 and obesity. Concomitant products included budesonide w/formoterol fumarate (symbicort) since 2012 and salbutamol (albuterol inhaler) since 1985 for asthma, losartan since 2016 for blood pressure high and sumatriptan since 2014 for migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria disability and intervention required). In september 2009, the patient experienced migraine (seriousness criterion disability), alopecia ("hair started falling out/ hair loss"), dysgeusia ("began waking up tasting metal/ metallic taste/tasting of blood"), menstruation irregular ("irregular menstrual cycles"), depression ("depression") and headache ("chronic headaches"). In october 2009, the patient experienced toothache ("tooth pain") and dizziness ("dizziness"). In november 2009, the patient experienced vitamin d deficiency ("vitamin d deficiency"), insomnia ("insomnia") and pain ("body pain"). In november 2011, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced investigation noncompliance ("hysterosalpingogram was not performed"). The patient was treated with surgery (hysterectomy. Essure was removed) and surgery (in (B)(6) 2011, broken teeth removed). Essure was removed on (B)(6) 2014. In february 2014, the pelvic pain had resolved. At the time of the report, the migraine, alopecia, dysgeusia, vitamin d deficiency, depression, insomnia, toothache, pain, dizziness and headache had resolved and the menstruation irregular, investigation noncompliance and tooth fracture outcome was unknown. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered alopecia, depression, dizziness, dysgeusia, headache, insomnia, menstruation irregular, migraine, pain, pelvic pain, tooth fracture, toothache and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.2 kg/sqm. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Final risk classification: risk category v. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- chronic headaches, tasting of blood. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA division director (reference number: mw5032484) on (B)(6) 2013. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent and chronic pelvic pain") and migraine ("headaches/chronic headaches migraines") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery in 2009, cholecystectomy (infected) in 2006, limb operation (underarm cyst) in (B)(6) 2008, multigravida, parity 3 ((B)(6) 1998, (B)(6) 2004, (B)(6) 2009) and miscarriage of pregnancy. Previously administered products included for an unreported indication: nuvaring from 2004 to (B)(6)2008. Concurrent conditions included hernia (repair of hernia) since (B)(6) 2014. Concomitant products included budesonide w/formoterol fumarate (symbicort) in 2012 and salbutamol (albuterol inhaler) in 1985 for asthma, losartan in 2016 for blood pressure high and sumatriptan in 2014 for migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria disability and intervention required). In (B)(6) 2009, the patient experienced migraine (seriousness criterion disability), alopecia ("hair started falling out/ hair loss"), dysgeusia ("began waking up tasting metal/ metallic taste/tasting of blood") and menstruation irregular ("irregular menstrual cycles"). In (B)(6) 2009, the patient experienced pain ("body pain"). In (B)(6) 2011, the patient experienced tooth fracture ("broken teeth"). On an unknown date, the patient experienced treatment noncompliance ("she did not use contraceptive before total occlusion confirmation"), investigation noncompliance ("hysterosalpingogram was not performed"), vitamin d deficiency ("vitamin d deficiency"), depression ("depression"), insomnia ("insomnia"), toothache ("tooth pain") and dizziness ("dizziness"). The patient was treated with surgery (hysterectomy. Essure was removed) essure was removed in (B)(6) 2014. In (B)(6) 2014, the pelvic pain had resolved. At the time of the report, the migraine, alopecia, dysgeusia, vitamin d deficiency, depression, insomnia, toothache, pain and dizziness had resolved and the menstruation irregular, treatment noncompliance, investigation noncompliance and tooth fracture outcome was unknown. The reporter considered alopecia, depression, dizziness, dysgeusia, insomnia, menstruation irregular, migraine, pain, pelvic pain, tooth fracture, toothache and vitamin d deficiency to be related to essure. The reporter provided no causality assessment for investigation noncompliance and treatment noncompliance with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. No sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received. Lawyers added as reporters. Dob added, essure removal date added (case upgraded to incident), indication added. Events updated: pain/ persistent and chronic pelvic pain, hair started falling out/ hair loss, began waking up tasting metal/ metallic taste. New events added: vitamin d deficiency, chronic headaches/migraines, depression, dizziness, tasting of blood, insomnia, tooth pain, broken teeth, body pain. Concomitant drug added: albuterol inhaler, losartan, symbicort and sumatriptan.¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.